Manufacturer narrative:
Upon receiving feedback from customers regarding the "outer slipperiness of the syringe barrel," our company immediately organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specific details are as follows: (1) batch sampling test: according to customer feedback, 30 samples from the batch were visually inspected one by one for external appearance, and no abnormal conditions such as liquid contamination were found on the barrel surface; 5 samples were also tested by simulating liquid extraction, and all could successfully complete the suction process without the barrel slipping or falling off. (2) production process review: through batch tracing of the production process records and finished product inspection reports of the batch, no abnormalities were found during the production and inspection processes. (3) based on the comprehensive investigation above, no abnormalities were found in this batch of products. Considering the customer feedback information and the injection product manufacturing process and production technology, the preliminary analysis of the issue is as follows: 1. Outer slipperiness: the external slipperiness of the barrel surface may be due to siliconized liquid adhering to the barrel surface, possibly caused by a small amount of siliconized liquid adhering to the surface of the fixture during the siliconization process, overlooked by the machine operators adhering to the barrel surface, resulting in the release of defective products; as the customer did not provide relevant images or samples of defective products this time, it is suggested that the customer could help collect specific samples and assist in understanding the usage scenarios of the slipping syringe products in clinical settings, to further analyze and investigate the situation; 2. Loose needle fittings: this situation may occur due to individual needle fittings becoming loose after autoclaving and long-distance transportation, it is recommended for clinical use to tighten both conical heads before use.

Event description:
The customer complained that the syringe cover is slipping and the needle is loose.